Event description:
Placement of gr stent through existing stent previously placed. This was unsuccessful and device was missing from deployment vehicle. Device could not be found in sheath and suspected to have remained in the pt.